Event description:
It was reported that the blade was lifted. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified brachial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. However, the blade was partially lifted up when it was removed from the sheath. The procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device identified that approximately 16mm of blade and pad lift were noted to have lifted and detached on one of the blades. All other blades were present and fully bonded to the balloon surface. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
It was reported that the blade was lifted. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified brachial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. However, the blade was partially lifted up when it was removed from the sheath. The procedure was completed with a different device. No complications were reported.